Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff did not undergo essure confirmation test". On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhoea(cramping)"), abdominal pain ("abdominal pain"), menorrhagia ("menorrhagia (heavy mentrual bleeding)"), urinary tract infection ("uti"), vaginal discharge ("vaginal discharge"), fatigue ("fatigue") and psychological trauma ("psychological injury") and was found to have weight increased ("weight gain"). The patient was treated with surgery (essure removal). Essure was removed. At the time of the report, the pelvic pain, dysmenorrhoea, abdominal pain, menorrhagia, urinary tract infection, vaginal discharge, fatigue, weight increased and psychological trauma outcome was unknown. The reporter considered abdominal pain, dysmenorrhoea, fatigue, menorrhagia, pelvic pain, psychological trauma, urinary tract infection, vaginal discharge and weight increased to be related to essure. The reporter commented: date of insertion: (B)(6) 2015 (as per pif). Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-jan-2020: pfs received: case category updated to serious incident. Essure removal done. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff did not undergo essure confirmation test". On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhoea(cramping)"), abdominal pain ("abdominal pain"), menorrhagia ("menorrhagia (heavy mentrual bleeding)"), urinary tract infection ("uti"), vaginal discharge ("vaginal discharge"), fatigue ("fatigue") and psychological trauma ("psychological injury") and was found to have weight increased ("weight gain"). The patient was treated with surgery (essure removal). Essure was removed. At the time of the report, the pelvic pain, dysmenorrhoea, abdominal pain, menorrhagia, urinary tract infection, vaginal discharge, fatigue, weight increased and psychological trauma outcome was unknown. The reporter considered abdominal pain, dysmenorrhoea, fatigue, menorrhagia, pelvic pain, psychological trauma, urinary tract infection, vaginal discharge and weight increased to be related to essure. The reporter commented: date of insertion: (B)(6) 2015 (as per pif). Quality-safety evaluation of ptc: unable to confirm complaint. Amendment: the report was amended for the following reason: this case is duplicate of case: (B)(4). All source document information related to reporters, events, reference section and source documents was added to case: (B)(4). No new follow-up information was received from the reporter. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff did not undergo essure confirmation test". On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhoea(cramping)"), abdominal pain ("abdominal pain"), menorrhagia ("menorrhagia (heavy mentrual bleeding)"), urinary tract infection ("uti"), vaginal discharge ("vaginal discharge"), fatigue ("fatigue") and psychological trauma ("psychological injury") and was found to have weight increased ("weight gain"). The patient was treated with surgery (essure removal). Essure was removed. At the time of the report, the pelvic pain, dysmenorrhoea, abdominal pain, menorrhagia, urinary tract infection, vaginal discharge, fatigue, weight increased and psychological trauma outcome was unknown. The reporter considered abdominal pain, dysmenorrhoea, fatigue, menorrhagia, pelvic pain, psychological trauma, urinary tract infection, vaginal discharge and weight increased to be related to essure. The reporter commented: date of insertion: (B)(6) 2015 (as per pif). Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 18-jul-2020: quality safety evaluation of ptc (product technical complaint). Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.